Manufacturer narrative:
On (B)(6) 2018, a field service engineer (fse) removed the incubator table and found several beads and a screw underneath the table. The fse removed the beads and screw and cleaned the incubator base and all of the incubator table positions and ran daily check, which passed. The customer then ran quality controls (qc) and level 1 was out of acceptable range. The customer repeated qc and received a short sample. The fse checked the sample nozzle assembly and pushed alcohol through, but did not see any evidence of debris. The fse proceeded to replace the air pump and the sampler flat cable, and daily check, which passed. The fse ran calibration and qc, which passed. The aia-600ii instrument was performing within specifications; no further action was required by the fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through aware date (B)(4) 2018. There were no other similar complaints identified during the searched period. The aia-600ii operator's manual under section 8.2 analyzer error messages, states the following: note 2 2. Rotor turn off power to the analyzer. Open covers and check inside the instrument for a test cup jammed in the incubator rotor. Remove jammed test cup from the incubator rotor. Reinitialize the analyzer by turning on the analyzer at the power switch. Call tosoh bioscience if problem reoccurs. The most probable cause of the reported event was due to debris in incubator for rotor error messages and faulty air pump for short sample. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
On (B)(6) 2018, a customer reported getting rotor errors on the aia-600ii instrument while running quality controls. The customer cleaned the incubator and the pick-up chuck, but the rotor error persisted. The customer requested service in order to further investigate the issue. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.